Event description:
As stated by the customer (B)(6) 2012: the physiotherapist and the assistant is turning the entroy stretcher around the entroy pillar as preparation for laying a pt on the stretcher. When turning the stretcher the outer part of the safety handle suddenly breaks and falls down on the back head of the physiotherapist.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.